Event description:
The customer reported the touch screen freezes up after a short while; unable to make adjustments with the touch screen or nav ring. The customer reported there was no patient involvement.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.